Event description:
The pharmacist at the hospital reported that the "plate was bent and fractured. The pt underwent a second revision surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.